Event description:
It was reported patient presented in emergency room with post sensed t wave oversensing on ventricular channel. The patient received inappropriate atp and hv therapy. Programming changes were made to device. Patient was stable after event.